Event description:
On (B)(6) 2011, patient reported he began having issues with an e7 (electronic error) message and his up and down arrow buttons on the infusion device not working on yesterday. Patient stated one button is intermittent and the other button is not working at all. Patient did not have the infusion device with him to troubleshoot. On call back patient reported the down button on the infusion device is not working correctly. Patient stated the button goes down but does not come back up. Patient reported he noticed the issue while attempting to make changes on the infusion device. Patient stated he noticed the device did not respond to the button presses. Patient reported the button does not come back when pressed. Patient reported the buttons have been working intermittently for the last few months. Patient stated he does not remember receiving the infusion device recall notice. Explained to patient about the recall and the potential for the buttons to stop working. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.